Event description:
Company representative sent a repair request reported with an issue of " suction valve stuck " , suction button cannot be removed. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material attached to the forceps channel . This report is being submitted due to the finding of foreign material attached to the forceps channel (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of "suction valve stuck" was not confirmed however, inspection found residual liquid/ foreign material was found exiting from the forceps channel ( channel tube ch-tube). A channel cleaning brush was found from the forceps passage. This condition was attributed to insufficient cleaning, handling problem. Furthermore, the following defects were identified during device inspection: distal end/ c-cover has a burn , this condition indicated that high energy endotherapy accessories were used without ensuring the sufficient distance from the distal end. Adhesives around light guide lens has white-clouded area. Adhesive on a-rubber (insertion section) has white-clouded area. Adhesive on a-rubber (bending section) has a crack. Adhesive on a-rubber (adhesive connection) has a chip. Due to wear of angle wire, the play of up/down knob found out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Scratch observed on suction cylinder (s-cylinder) , switch 1 (sw1), protector of universal cord on s-connector side, connecting tube. Adhesive around objective lens found peeled off . Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not performed the cds on the equipment prior to requesting repair and sending to olympus. Facility was aware, noted ¿yes ¿ on the foreign matter adhered on the device. ¿ did not provided additional information. The possibility that the endoscope was used for the procedure with the foreign material attached to it- facility noted ¿yes¿. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: aspirate the water through the instrument/suction channel ¿ performed. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns regarding reprocessing- facility did not put any comments, no information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. No deformation of the instrument channel was observed. Based on the obtained information, there is a possibility that deviation of reprocessing from the instrument manual could have caused the foreign material to have remained. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]. 2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. [Inspection of the instrument channel]. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.". Olympus will continue to monitor field performance for this device.